Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced low impedances across lead contacts. The patient underwent surgical intervention on (B)(6) 2020. The physician discovered there was fluid in the header. No products were explanted or implanted.